Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly the customer was using cold insulin, not removing residual air and overfilling the cartridge. There was no adverse impact to the customer's blood glucose level. The alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.